Event description:
In 2008, the patient called for assistance in changing the insulin cartridge of her infusion device. She reported she received an e4 (occlusion) message on the device ten minutes prior to calling which she believes led to her current elevated blood glucose reading of 310 mg/dl. She said her normal range is 60-100 mg/dl. Her symptom was thirst. During the change of the cartridge procedure, the patient stated there were 4 o-rings on her cartridge. She was advised there should only be 2. The patient was instructed to remove the cartridge and after she did so, she stated there were still 2 o-rings in the compartment. The patient was educated on how to remove these from the compartment. She said she believes the o-rings have remained attached to the piston rod since five days prior to original date, as she has had several occlusion messages since then. The patient was assisted in setting up her backup infusion device. The patient checked her blood glucose and her reading was 380 mg/dl. She delivered a bolus of 4 units of insulin to correct her reading. On follow up with the patient, she stated she is back to her normal blood glucose range and has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.